Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that occurred on the homechoice (hc) during the initial drain. The patient was connected. The technical service representative (tsr) had the cg start over with all new supplies. There was no patient injury or medical intervention associated with this event. No further information is available.